Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found that the b/f probe 1 was not aligned with the wash well. He adjusted the position and checked positions at the incubator. Also, he verified that there was no dust on the home sensor. The fse performed "all home" procedure successfully, ran two levels of quality controls (qc) on tsh, both values were within the expected range, no errors occurred. No additional activities were performed. The instrument was performing as intended. The most probable cause for this event was a misalignment of the b/f probe 1 at the wash well. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer reported 4313 wash -1 home over-run with their aia-900 on multiple occasions. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.